Event description:
Per dealer low o2. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was poppet on the solenoid was defective. Additional malfunctions were gear clamp on the manifold was loose.